Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead demonstrated a spike in impedance values and noise. The rv lead was suspected to have fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.